Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 - concomitant devices - nexgen stemmed precoat tibial component size 6 catalog #: 00598004702 lot #: 63933413, nexgen lcck femoral component size g right catalog #: 00599401792 lot #: ni, nexgen offset stem extension 18mm x 100mm catalog #: 00598802018 lot #: 63427444, nexgen posterior femoral precoat augment block catalog #: 00599003701 lot #: 63463235, unknown nexgen augments catalog #: ni lot #: ni, unknown nexgen screw catalog #: ni lot #: ni.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The complaint sample was evaluated, however, the reported instability could not be confirmed. The returned locking screw showed no visible signs of damage. Dimensional analysis determined that the product was conforming to print specifications. The device history records were reviewed and no discrepancies were identified. Per the package insert for the device, instability is a known potential adverse effect of this procedure. However, definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen lcck femoral component size g right, catalog #: 00599401792, lot #: unknown. Nexgen stemmed precoat tibial component size 6, catalog #: 00598004702, lot #: unknown. Foreign report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty revision to address instability approximately two (2) years post-operatively. During the revision, it was identified that the articular surface locking bolt was loose. Attempts have been made, however, no additional information is available at this time.